Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had two percutaneous leads that were being plugged into the device. The 3778 lead was plugged into channel one of the device without difficulty. When the 3777 was attempted to be plugged into channel 2, it was found to be very difficult to fit into the back channel. The physician had to "work hard" to plug it in and had to wipe the contacts off a couple of times. It was seated in a position where it was thought to be in place. When impedances were ran, it was found that the channel was open. The lead was unplugged. Everything was cleaned off and then the lead was reinserted. When impedances were, then, run, everything was fine. The physician states that this type of incident occurred one other time with a different patient. The patient was doing "fine". Additional information was requested but not received at the time of this report. A follow-up report will be filed as information becomes available.